Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently forgot to deliver a food bolus. Blood glucose (bg) was 580 mg/dl. The customer delivered a bolus via the pump to address bg level.